Event description:
End user reported to the dealer that the chair malfunctioned and she crashed into a plate glass window resulting in surgery and 53 stitches.

Manufacturer narrative:
Product has not been returned to manufacturer for evaluation and it is unknown if or when the manufacturer may have the opportunity to evaluate this device. Manufacturer does not have all the details of the injury or event at this time to complete our investigation.